Event description:
Patient education completed for clean catch urine. Patient tried to push down suction catheter on cap instead of removing the lid. Patient pricked finger during the process.====================== health professional's impression======================patient did not use device appropriately.